Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in mitral position where an intraprocedural pvl (paravalvular leak) was identified at the medial commissure and required intervention with the placement of a vascular plug. Noted was a large commissure to commissure and dock drop watchout. Post intervention, pvl was reduced from mild to none. Per information available, mr (mitral regurgitation) improved from severe to none/trace.